Event description:
It was reported that the pump showed check plunger error. No patient injury was reported.

Manufacturer narrative:
No additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The right plunger case was cracked at top surface. Bottom case was broken around mounting hole in battery compartment. Event history log (ehl) showed: check clutch / plunger lever. An occlusion test was performed and the reported problem was not duplicated. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced position pot due to damaged circuit.